Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose value and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 158 mg/dl and the sensor glucose was 57 mg/dl at the time of the incident. Customer stated that her blood glucose was 479 mg/dl and that she treated by manual injection. The reservoir will not be returned for analysis.